Event description:
It was reported that the bd syringe 1ml s/t w/ndl sftygld 25x5/8 rb needle pulled out of the hub. The following information was provided by the initial reporter: material#: 305903, batch#: 5122689, 305903, 5122689. One of our ICU nurses was administering heparin using a bd safety glide. Once she gave the heparin and was attempting to engage the safety, the needle portion flew off of the syringe and then punctured her arm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. One photo of a 1 ml luer lok syringe with a 25 x 5/8" safetyglide needle (part number 305903, batch 5122689) was received and reviewed. The image shows a loose syringe with the safetyglide needle unattached, placed next to the top web slip containing all required product information. The reported defect could not be confirmed from the photo provided, and the condition observed is acceptable per product specifications. A device history record review was completed for material number 305903, lot 5122689. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and complies with applicable product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.